Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose level. Customer's blood glucose level was 49 and 420 mg/dl the customer did not provide the symptoms regarding high and low blood glucose. The customer was treated for the high blood glucose with insulin pump and low blood glucose level with candy. The customer declined troubleshooting for high and low blood glucose level. The insulin pump was not returned for analysis.